Event description:
It was reported that the right ventricular (rv) lead was explanted due to dislodgement. The dislodgement was confirmed via x-ray. It was believed that this was related to twiddler's syndrome. The patient had been experiencing pain. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. Noted a deformed helix bent. Visual examination noted the helix was extended and there was dried bodily fluid within the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to dislodgement. The dislodgement was confirmed via x-ray. It was believed that this was related to twiddlers syndrome. The patient had been experiencing pain. No additional patient adverse effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to dislodgement. The dislodgement was confirmed via x-ray. It was believed that this was related to twiddlers syndrome. The patient had been experiencing pain. No additional patient adverse effects were reported. Additional information was later received by patient that patient developed blood clot and as a result, device and leads were explanted.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 patient codes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. Noted a deformed helix bent. Visual examination noted the helix was extended and there was dried bodily fluid within the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.